Event description:
It was reported that when the physician opened the lead, it was noted to be kinked. The physician used a new lead. The patient was noted to be "ok."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).